Event description:
The event is reported as: the customer alleges that resistance was met when the catheter was inserted into the epidural needle. The resistance occurred near the wing hub. A deformation of the catheter tip could be seen. The issue was detected during a trial. A new kit was used. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.